Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient admitted with acute anemia. Patient was transfused with 1 unit packed red blood cells (prbc). Esophagogastroduodenoscopy (egd) on (B)(6) 2020 and (B)(6) 2020 revealed multiple large hemorrhagic gastric polyp which was removed, and argon plasma coagulation and hemocip placement for hemostasis. Then hemorrhaged from the clipped area. Area was clipped again, followed by epinephrine (epi). Patient¿s inr goal was 1.8-2.3. On (B)(6) 2020, egd revealed another gastric polyp hemorrhagic and endo clip was placed.

Event description:
It was reported that the patient was experiencing low flow alarms due to gastrointestinal bleeding and anemia. On (B)(6) 2020 patient reported bright red stool per rectum. Patient;s hemoglobin was 8.8 and their international normalized ratio(inr) was 1.8. Patient had their last coumadin dose on (B)(6) 2020. On (B)(6) 2020 esophagogastroduodenoscopy(egd) revealed 3 new gastric polyps, 2 with hemorrhagic surfaces and the third one with irregular erythematous surfaces. All 3 were removed and endoclip was applied to all of them. No log files were collected. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were observed through the analysis of the submitted log files. According to the account, the low flows were due to the reported gi bleeding and anemia. A direct correlation between (B)(4) and the reported gi bleeding and anemia could not conclusively be determined. The system controller event log file captured 3 low flow hazard alarms on (B)(6) 2020, when the estimated flow dropped below the 2.5 lpm threshold. Of note, these low flow hazard alarms appeared to be associated with elevations in pi. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. It was later reported that the cause of the low flow alarms was the gi bleeding and anemia. As of (B)(6) 2020, the patient was awaiting discharge home on (B)(6) 2020. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The introduction of the hm3 IFU explains the pump parameters, including flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.